Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display. Customer's blood glucose value was 400 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomaly was noted. Device received with minor scratched lcd window, faded serial number label, cracked retainer and scratched case.